Manufacturer narrative:
A follow up report will be sent upon completion of this investigation.

Event description:
The customer reported a failure of the spo2 measurement without an alarm being generated. No adverse patient impact was reported.

Event description:
The customer reported a failure of the spo2 measurement without an alarm being generated. No adverse patient impact was reported.

Manufacturer narrative:
The involved masimo pod was tested by draeger with no problem found. However, the involved delta xl, spo2 sensor and alarm history logs were not made available for the investigation. Therefore, the reported symptom could not be verified and no root cause could be determined.